Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported intermittent difficulty waking their ilet device, requiring placement on the charger to restore functionality. At the time of the call, the device was operational. The agent guided the user through a restart and advised calling back if the issue recurred. Blood glucose (bg) was not affected, and no medical intervention was required.